Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 39mg/dl. The customer treated with manual injection. Customer indicated that the pump was worn in an airport scanner. There was no indication that the insulin pump over delivered insulin and customer indicated that the pump programming is correct. The pump self test passed. Customer was advised to monitor the pump and call back if any further issues.